Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was due to a single low loaded battery voltage measurement and recommended device replacement. At this time this pacemaker remains in service. No adverse patient effects were reported.